Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. Customer reported an elevated blood glucose (bg) level between 300-320 (mg/dl). Supplies were changed and a bolus delivered to address bg levels. Due to occlusion alarm occurring in the past, and supplies being changed, troubleshooting with tandem technical support was unable to be performed.